Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented to hospital with the right ventricular lead exhibiting oversensing causing pacing inhibition. The patient was in complete heart block experiencing dizziness and shortness of breath. The device was reprogrammed to decrease sensitivity. The patient would be monitored.